Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device detected a vf episode and was treated by atp therapy after several attempts and successfully converted the patient back to sinus rhythm. Further induction test is planned. The patient condition was good.